Event description:
It was reported that the user noted an unexplained rise in blood glucose, smelled insulin, and then identified insulin leaking from the stopper end of the ilet insulin cartridge, with a blood glucose peak of 206 mg/dl. The user performed a supply change and cleaned the chamber per guidance after which the user's blood glucose was trending downward to 173 mg/dl. Customer care provided support that included a troubleshooting review with user confirmation of cartridge leakage and successful correction by replacing supplies. Investigation of this case revealed cartridge leakage at the stopper end as the contributory device issue, consistent with a cartridge or seal integrity problem. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution through user-led troubleshooting, without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a device component leak related to the cartridge assembly.